Event description:
The patient was undergoing a coil embolization procedure using a pod4 coil. During the procedure, the physician attempted to deploy a pod4 coil into a 3.1 millimeter vessel. The pod4 coil was too large for the vessel and was retracted into the microcatheter. Upon retraction, the pod4 coil unintentionally detached and fell into the common hepatic vessel. The physician attempted to remove the detached pod4 using a snare device, but was unsuccessful. The patient still had adequate flow through the vessel and no additional interventions were required. The physician commented that he should not have tried placing a 4mm pod4 into a vessel of that size.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is implanted in the patient.